Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was not resolved. The lens was explanted and exchanged. See MFR # 2023826-2020-00050. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found the haptic bent. Dimensional inspection found the lens not within specifications. Claim# (B)(4).